Event description:
The customer alleges she got back to back readings of 89 mg/dl and 189 mg/dl on the suspect device. She states she did not have symptoms of high blood glucose. No treatment needed and no action taken upon the suspect results. The customer states she is okay. Controls were not run. Return requested and replacement was sent.